Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflated". This record is for the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "deflated". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a implant date: partial date provided as "2003". As the date of 1/jan/2003 was before the manufacturing date of the device, this date has been removed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedures, observed broken of the plug strap and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.